Event description:
The lens was damaged in the delivery device. The damage was found when the lens was being inserted into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01041 for intraocular lens used with this delivery device.